Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up and confirmed the following information. An e-100 generator and synchroseal was used for the procedure. The system initially powered on without error. Technical support (dvstat) was contacted for troubleshooting. Generator was replaced. Robotically completed. Patient data and information on medical history cannot be made available and will not be passed on.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the customer stated that the e-100 generator stopped working and the power status led was red. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer restarted the system but the issue persisted. The customer went through several troubleshooting steps with the tse, but the issue persisted. The tse checked the logs. There were no errors related to the e-100 generator. However, the tse identified an error pointing to multiple activation requests on the erbe generator. The customer ensured external pedals were not depressed in the vision side cart (vsc) drawer and the generator was fine. The tse had the customer check for a proper connection of the power and communication cable on the e-100 generator. The tse guided the customer with checking the power cable for physical damage and to check if the e-100 generator was connected to a dedicated power socket. The tse guided the customer to disconnect and reconnect the power cable from e-100 generator, but this did not solve the problem. The customer elected to continue the procedure using the erbe generator. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) inspected the system and was able to reproduce the customer reported issue. The fse replaced the e-100 generator. Isi has received the e-100 generator and performed failure analysis evaluation. The reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and the bipolar led did not turn on. The cut/seal function could not be performed.